Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed and a root cause could not be determined. A review of the device history record and complaint database could not be performed as a lot number was not provided.

Event description:
The account alleges that the sterile package had a hole in it. The device was not used on a patient.